Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided). Reportedly, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Subsequently, customer was unaware of bg level, and delivered a bolus. Additionally, customer was using humalog supplies for over 48 hours. Bg was treated with a glucagon injection. Reportedly, customer left the ER the following day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.